Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a 20gx1.00in insyte autoguard from lot number 3033950. The catheter was full of blood residue and the needle was protruding through the side of the catheter tubing. Due to the evidence of use, the damage likely occurred during the insertion process. The IFU indicates to not reinsert the needle into the catheter during the insertion process as damage may occur. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 5 of the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control experienced needle through catheter. The following information was provided by the initial reporter: needle has punctured through the catheter, 5 occurrences as reported by customer.

Event description:
It was reported that 5 of the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control experienced needle through catheter. The following information was provided by the initial reporter: needle has punctured through the catheter, 5 occurrences as reported by customer.

Manufacturer narrative:
E1. Address information was not able to be obtained, therefore, nj was used as a place holder. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.